Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second report of three osvii's that failed from the same healthcare provider. An osvii with antechamber was reported to have malfunctioned and caused underdraining. There was an occlusion in the lumbar catheter due to there being no flow from the catheter due to there being no flow from the catheter when the surgeon disconnected it. The unit was replaced with a medtronic (B)(4).